Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Added explant date. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation received. Litigation alleges discomfort, metal debris, clicking, metallosis, and elevated metal ion levels. Update - 09/26/2016 pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes report a dor: of (B)(6) 2015 and neck/cup impingement.. Part/lot numbers provided. The revision surgery noted an indication for surgery included a radiograph reported to show greater trochanteric fragmentation consistent with some degree of either necrosis or osteolysis, but the actual surgery notes do not mention finding either so they will not be added at this time. If/when more information becomes available, an update will be sent. Updated head/liner/stem and added cup. The complaint was updated on: 10/20/2016.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Ppf alleges pseudotumor.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Update (12/05/2016) ¿ pfs and medical records received. After review of the medical records for MDR reportability, it was noted in the revision operative note that the surgeon identified necrotic tissue of the anterior superior aspect of the gluteus medius muscle, with a total loss of approximately 60% of that muscle. There is no new additional information that would affect the existing MDR decision.